Event description:
It was stated that the device had an error message 1261 and constant alarm. The product fault occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed the downstream sensor was worn and the upstream sensor was contaminated. Review of the event history log (ehl) was not performed due to error code 1260 displayed on the pump. A functional test was performed, and the reported issue was duplicated. The probable cause of the reported issue was due to the microprocessor board. As a result, the microprocessor board was replaced. The previous service is not related to a past service.